Manufacturer narrative:
Product complaint # (B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pdz735 expiration date: 03/31/2024. Date of mfg.: 04/15/2019, batch pgk805 expiration date: 05/31/2024. Date of mfg.: 06/26/2019. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The tip of the needle seemed to be missing during the closure. They x-rayed the patient and were confident that the tip wasn¿t left in the patient. They said it broke off but the could not find where it went, checked the patient but was not inside. They assume that it ended up on the floor but despite looking for it they were unable to find it. There were no adverse patient consequences reported.